Manufacturer narrative:
As the serial number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model fsencor01 biopsy instrument allegedly failed to calibrate several times and allegedly ran through a sample cycle repeatedly without being activated. This report was received from a single source. This event did not involved patient. The patients age, weight and gender were not provided.